Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins battery moved closer to the surface of their skin so the doctor had to move it to a new spot a little higher up on (B)(6) 2024. Ps reviewed that registration records show (B)(6) as the original implant date and asked patient to clarify revision date. However patient believes the revision occurred on (B)(6) 2024. It was performed by implanting physician dr. However that was her last day in practice and she has since moved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.